Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Additional information regarding the patient demographics and device information has been requested, but has not yet been received. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
A coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery. The lesion was 99% stenosed and heavily calcified. The vessel was approximately 3.0mm in diameter. Four distal-to-proximal orbital atherectomy treatments were administered. Imaging with contrast was performed between each treatment pass, and no complications were observed. The oad was removed. Imaging was again performed and revealed a hematoma and dissection. A balloon pump was inserted as a prophylactic. Stent placement was performed to resolve the hematoma and dissection. The patient remained stable throughout the procedure and was kept for overnight observation. A percutaneous intervention procedure was planned for the following day, as it could not be performed due to the hematoma and dissection. As of (B)(6) 2020 the patient had bypass surgery and was reported to be doing fine. Per the opinion of the physician, the csi device did contribute to the hematoma and dissection event.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).